Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that aspiration failure occurred during ultrasound of cataract surgery (with intra ocular lens implantation). The surgery was completed with a replaced pak and phaco-emulsification tip but the aspiration pressure did not reach its normal level. There was no impact on patient. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
One opened phaco emulsification tip (phaco tip) without a wrench was received tapped in a plastic tray for the report. The returned sample was visually inspected and was found to be conforming. Wear was observed on threads, back of flange, and nut corners consistent with threading on a handpiece. A functional occlusion flow check was performed and the sample was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, reported issue was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.